Event description:
Customer reports to have received a button error alarm and was not able to clear even after battery change. Customer's blood glucose was 358 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
No button error alarm noted. The insulin pump up arrow button did not respond due to corroded keypad trace. The insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.